Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. Inspection identified contamination within the fiber optic core, which was reported to potentially impair light transmission. Cleaning was attempted using pre-moistened wipes; however, the contamination persisted, resulting in failure of the optical connection cleaning and inspection procedure. The optical connector was replaced, after which the controller was reported to be functioning as expected. In addition, the optical bench test failed to meet the optical bench bulb power requirement, with a measured value of 2.28 microwatts, which was below the minimum acceptance criterion of 2.7 microwatts. This condition was attributed to a defective lamp assembly, which was replaced. Following replacement, repeat testing measured 3.48 microwatts, which met the acceptance criteria. The issues were identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.